Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to possible atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the therapy was exhausted. It was confirmed that this device is working as programmed. Currently, this ICD remains in service and no additional adverse patient effects were reported.